Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Review of the provided image is consistent with the instrument dissembled. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the synchroseal instrument was noted to have a disassembled electrode. A backup instrument of a different kind was used. No fragment fell into patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause any delay. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument is dissembled.

Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: it appears that the cut electrode has dislodged from the jaw.